Event description:
Customer reported the coating tore away from the mandril core of the inqwire guide wire. The physician did not withdraw the wire back through the needle. The missing coating was identified after the wire was removed from the pt. The missing coating was not identified prior to use. There was no harm or injury to the pt reported.

Manufacturer narrative:
Device eval is not yet complete. A f/u report will be submitted when the eval has been completed.